Manufacturer narrative:
A ge service representative conducted an on site investigation. The cine drive was reformatted. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform a cine run. No patient injury was reported.